Event description:
Event description cpi received information that the patient has a cpi implantable cardioverter defibrillator (ICD) along with an implantable pulse generator (ipg). It was reported that the system appears to have delivered anti-tachy pacing therapy to the patient inappropriately and it is suspected that the ICD is sensing the ipg pacing therapy.